Event description:
It was reported that the patient had a loss of therapeutic effect following a patient injury. The patient had a fall and a burning headache in (B)(6) 2015. The patient did not understand how fast the charge would deplete. The patient had a charge stimulator screen on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).